Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the device was received for evaluation. Visual inspection was performed on the sample which showed the tubing was incorrectly assembled into drip chamber. Pressure and clear passage testing were performed and the results were not satisfactory. A leak was observed due to twist of the tubing into the drip chamber. The reported condition was verified. The cause was related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked just below the drip chamber. The issue occurred before patient use. There was no patient involvement. No additional information is available.